Event description:
See initial report.

Manufacturer narrative:
H10: based on investigation results of similar complaints, a deviation in the component found defective cannot be excluded. In detail, sensors drift could have led to inaccurate co2 flow measurement readings. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow up communication with livanova field service representative, it was learned that microbridge mass flow sensor for co2 was actually replaced.

Event description:
Livanova (B)(4) received a report that the target actual valutes of the gas blender were no aligned during priming. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in germany. Thought follow up livanova learned that gas blender showed error message "deviation with c02 output". The device was returned to manufacturer for investigation. The blender was tested and error confirmed. The gasregler sor-003g co2 egb will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.